Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform displacement test or test for currents due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was no longer working. Customer stated theta customer was fell into water. Customer stated they did hear fluid when shaking the insulin pump. Customer stated they see fluid under the lcd. Customer stated the insulin pump was not dropped. Customer stated there were not cracks in the pump. No harm requiring medical intervention was reported. The device will be returned for analysis.